Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The patient was admitted to the hospital on (B)(6) 2014 with overdose symptoms of altered mental status, disorientation, sleepy and confused. The device system was used to deliver morphine 25 mg/ml at a dose of 14 mg/day and bupivacaine 10 mg/ml (daily dose was not reported). On (B)(6) 2014, the daily dose of drug was decreased to 12 mg/day. Two days later ((B)(6) 2014) the dose was decreased to 11 mg/day. On (B)(6) 2014, the patient was transferred to another hospital and the dose was decreased by 50% to 5 mg/day. The patient was in the intensive care unit, disoriented and still on bipap. The patient was going to be intubated and an MRI (magnetic resonance imaging) was planned later in the evening. No device diagnostic testing or troubleshooting was performed; it was noted as ¿not required¿. The patient status was ¿alive ¿ no injury¿. It was later reported that the patient was intubated. The dose of bupivacaine since the decrease was 1.9 mg/day. The results of the MRI were not available; however, the pump was checked following the MRI and a motor stall had occurred and recovered. On (B)(6) 2014, the pump was turned down by 50% to morphine 2.5 mg/day and bupivacaine 1 mg/day. The patient was still on the vent; however, she was becoming more alert. The MRI done on (B)(6) 2014 showed three ischemic strokes. As of (B)(6) 2014, the patient was no longer intubated. The patient was doing physical therapy and would possibly be placed in a skilled nursing facility for a short period of time. It was later reported that as of (B)(6) 2014 the patient was back in the intensive care unit. The patient had two seizures; one of which lasted one hour. The patient was intubated. The pump was turned to minimum rate.

Manufacturer narrative:
(B)(4)